Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 159 mg/dl. Customer stated that the label was worn off. Customer stated that the display was blank less than 30 seconds and then returned as well as display was blank currently. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.